Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery status of this pacemaker device was fluctuating. The battery went from two years remaining to six months remaining. Boston scientific technical services (ts) discussed what causes battery fluctuations and suggested to review device settings with physician. Subsequently, the patient underwent a replacement procedure, and this product was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.

Event description:
It was reported that the battery status of this pacemaker device was fluctuating. The battery went from two years remaining to six months remaining. Boston scientific technical services (ts) discussed what causes battery fluctuations and suggested to review device settings with physician. Subsequently, the patient underwent a replacement procedure, and this product was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.